Event description:
It was reported that the, "battery removed pump won't run," alarm was displayed while running the pump. Per reporter, the rear case was also damaged top left corner, and the event occurred during testing. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which found the ground shield off shorted to the main printed circuit board causing the issue. The ground shield was repositioned to correct the issue.